Event description:
A physician reported that a patient experienced macular edema after using an ophthalmic system for cataract surgery. The surgery was completed on the same day. Outcome of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the right eye was affected, and macular edema was observed. Corticosteroid drug was injected into the tenon¿s sac, and the injection of antiangiogenic agents into the vitreous cavity was considered as a medical intervention.

Manufacturer narrative:
Additional information is provided in sections b.2, b.5, e.1 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. Therefore, the event cannot be confirmed. It should be noted that the surgeon is a trained medical professional that in the event of an incident would mitigate those issues to proceed manually. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found, were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).